Manufacturer narrative:
(B)(4). Date sent: 11/11/2020. Investigation summary the device analysis found that one psee45a device was returned with no apparent damage and with one gst45g reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Date sent: 9/8/2020. Three videos received. Upon visual inspection of three videos, the following was observed: the first photo shows a device with a white reload loaded with tissue between the jaws. At the 00:18 mark the device is removed of tissue. The second video shows a device with a green reload loaded and with tissue between the jaws. At the 00:49 mark the device is firing. At the 00:58 mark the device is removed of tissue. At the 01:26 mark bleeding was observed on the proximal end of staple line. The third video shows a white reload loaded with tissue between the jaws. At the 00:02 mark the device is firing. At the 00:04 mark the device is removed of tissue and slightly bleeding was observed on the proximal end and this area was cauterized. Based on the photo the event describe of hemostasis controllable is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.).

Event description:
It was reported that during a lobectomy, bleeding beyond normal was indicated by the surgeon, and it was necessary to finish the sealing with the clamp. Inadequate stapling was indicated by the surgeon, since the entire structure was within the staple line, before the cut line, and yet it did not staple until the end. The same issue happened again, but this time, with a thinner vase. The patient remained stable during the procedure and is doing well. However, this caused a delay in surgery and the use of extra reloads. No additional information is available at this time.